Event description:
Received letter from attorney representing physician in a medical malpractice litigation. The physician performed a laparoscopic tubal ligation procedure in 1995 and the right internal iliac vein was lacerated. Attorney requested info regarding the 512s trocar.